Event description:
It was reported the pt ((B)(6)) received the "warning ipg battery low" flag. The battery indicator was checked and confirmed to be full. After that, the flag was cleared. It is unk whether the low battery flag appeared again. With the info provided, the MFR is unable to determine if the reported issue is related to battery passivation or end of life. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.